Manufacturer narrative:
H10. Additional information- g2& h8 h3. Investigation results- the cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Infection is noted to be a known risk of total joint surgical procedures. These devices are used for treatment not diagnosis. The device was appropriately tested for endotoxins before release. There is no additional information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had pain, stiffness, discomfort, and weakness which in turn negatively affected the patient's mobility and quality of life which necessitated a re-revision surgery on (B)(6) 2022. However, as a consequence of patient's right knee revision surgery and failure of the device, the patient developed a post-revision infection to which he required a third revision surgery on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.